Event description:
A malfunction was reported with a display code indicated as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and received guidance on resetting the pump, which resolved the issue. There was no recurrence of the malfunction code after the reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.